Event description:
It was reported that the user sought clarification on when the ilet delivers insulin and later experienced low glucose after mistakenly announcing a ¿usual¿ meal size instead of ¿less than usual,¿ which constituted an incorrect meal size entry while using a steel infusion set worn for three days. Symptoms included hypoglycemia down to 60 mg/dl with confusion/ disorientation, lightheadedness, and a near-syncope feeling. Outcomes included self-treatment with oral glucose and recovery to 80 mg/dl without medical intervention or hospitalization. Investigation included a review of pump use behavior, meal announcement practices, and education on the ilet algorithm logic and meal size confirmation. Investigation of this case revealed user error related to meal announcement size selection. No device malfunction or component failure was identified, and the infusion set wear duration was discussed relative to labeled use. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal size announcement leading to hypoglycemia, with appropriate troubleshooting and education completed.